Event description:
Fire caused by bed rolling over cord and causing sparks which started fire. Pt's apartment and hallway and stairs damaged along with smoke damage. No injury to anyone. Bed burned beyond repair and was thrown away by pt.